Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported nothing came out of the pen needle during her injection, when she unscrewed the pen, she noticed non patient end needle was bent. She doesn't do visual test to see if the needle is straight. She only does the priming when she has the new pen, she sees the bubble on the pen needle during the attachment. She is did not pay attention to that this time. She uses new pen needle each time of her injection. Item# 320122; lot# 8304703; expiration date-2023-10-31. She has had 2 more clogged pen needle from the other box, same item# box discarded, no lot# available." 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: customer returned (1) 32g x 4mm bd pen needle without a tear drop label attached (used). Consumer reported nothing came out of the pen needle during her injection, when she unscrewed the pen, she noticed non patient end needle was bent. The returned sample was examined and exhibited a bent non-patient end cannula, thus confirming the alleged defects. The bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error during pen needle attachment to the pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported nothing came out of the pen needle during her injection, when she unscrewed the pen, she noticed non patient end needle was bent. She doesn't do visual test to see if the needle is straight. She only does the priming when she has the new pen, she sees the bubble on the pen needle during the attachment. She is did not pay attention to that this time. She uses new pen needle each time of her injection. Item# 320122; lot# 8304703; expiration date-2023-10-31. She has had 2 more clogged pen needle from the other box, same item# box discarded, no lot# available." 1 of 2 complaints.